Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer was no more functional. Indeed, the following messages were displayed: "the software could not be initialized" and "cannot access manager core". An explanation was required.

Event description:
It was reported that the subject programmer was no more functional. Indeed, the following messages were displayed: "the software could not be initialized" and "cannot access manager core". An explanation was required.